Manufacturer narrative:
The product is not available for evaluation. Concomitant devices included a 6mm angioguard rx. Information received from the (B)(4) study indicated that the patient experienced a transient ischemic attack. The patient's medical history is significant for right and left carotid endarterectomy, hyperlipidemia, coronary artery bypass graft surgery, myocardial infarction, hypertension, previous restenosis. The target lesion was the ostium of the left internal carotid artery. The lesion was described as eccentric, 10mm in length, 90% stenosed, and non-thrombosed. The reference vessel was non-tortuous and 5.2mm in diameter. Pre-dilation was not performed. The patient was asymptomatic prior to the index procedure. A 6mm angioguard rx was deployed beyond the target lesion and an 8x30mm precise pro rx stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. Residual stenosis was 0%. There was no air bubbles noted during the procedure. The patient left the angiography suite with no neurological deficits. Approximately three weeks after the index procedure, the patient experienced aphasia and was diagnosed with a tia. Treatment provided was anticoagulation. The event lasted less than twenty-four hours and the patient fully recovered without neurological deficit. According to the investigator, the event was not related to cordis product or the index procedure. The product remains implanted in the patient; therefore, is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A transient ischemic attack is a known potential adverse event associated with implanting a carotid stent. Review of the available information suggests that possible the patient's extensive medical history with previous intervention to the carotid arteries may have contributed to the reported event.

Event description:
As reported by the (B)(4) registry, approximately three weeks after the index procedure, the patient experienced a transient ischemic attack (tia). The target lesion was located in the ostium of the left internal carotid artery. The lesion was described as eccentric, 10mm in length, 90% stenosed, and non-thrombosed. The reference vessel was non-tortuous and 5.2mm in diameter. Pre-dilation was not performed. The patient was asymptomatic prior to the index procedure. A 6mm angioguard rx was deployed beyond the target lesion and an 8x30mm precise pro rx stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. Residual stenosis was 0%. There was no air bubbles noted during the procedure. The patient left the angiography suite with no neurological deficits. Approximately three weeks after the index procedure, the patient experienced aphasia and was diagnosed with a (tia). The event lasted less than twenty-four hours and the patient fully recovered without neurological deficit. According to the investigator, the event was not related to cordis product or the index procedure. The patient did not have any allergies to nitinol, nickel, or titanium. A 6fr sheath introducer was used. There was a tight seal between the stent delivery system and the toughy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The user aspirated prior to contrast injection. There was no thrombus pre-deployment or post-deployment. Treatment for the tia included anti-coagulation. The side of the brain the tia occurred on was the same side as the precise stent.